Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00824. The patient received an scs system including two percutaneous leads from different lots. It was reported that patient is not feeling stimulation in both legs. He is unable to obtain therapy in his left leg using any of his programs. In an effort to resolve this matter, a reprogramming session will be scheduled. No further information is available.